Event description:
The doctor reported that in 2007 a pilot drill fractured during use and the implant could not be placed correctly.

Manufacturer narrative:
Eval: the actual device involved in this incident underwent visual eval. The pilot drill fractured at the latch (picture 1) which appears to have been caused by torsion of the surface (picture 2). Deformation of the latch area was evident (picture 3) and was most likely caused by incomplete seating of the pilot drill in a contra angle handpiece. The dovetail was not completely locked in final position. Below are pictures of the device involved. See scanned pages.